Manufacturer narrative:
Concomitant medical products: dtmb1d4 device, implanted: (B)(6) 2017; 4076-52 lead, implanted: (B)(6) 2017.

Event description:
It was reported that the low-voltage pacing lead exhibited high pacing impedance via a remote transmission. It was noted the patient needed to receive a left ventricular assist device for unrelated cardiac reasons and during the procedure, the lv lead was cut completely through the insulation and conducting cables. No patient complications have been reported as a result of this event.